Manufacturer narrative:
An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted after investigation.

Event description:
As reported: physician reported a case he purposely accessed patients 6mm+ sfa due to body habitus and access issues. He deployed manta post tavr to sfa and post image showed vessel occlusion. Surgical cutdown was employed to repair. The account did confirm ultra sound was used with micro kit access. They could not provide any further info regarding this report.

Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. The device lot history number was not reported for this investigation. Based on the information submitted, following a tavr, a 18f manta was purposely deployed for closure in the superficial femoral artery due to the patient's habitus and access complications. As per the IFU the 18f manta vascular closure device is for access sites in the femoral artery following the use of 15-20f devices or sheaths (maximum od of 25f). A post angiogram reveled an occlusion and the physician choose to perform a cut down to achieve hemostasis. The physician indicated the case was off-label and was user error.